Event description:
It was reported that after changing an fsl3+ sensor, the system displayed a pairing failed message and a connect cgm dosing stops soon alert, consistent with an intermittent communication failure associated with the antenna component of the electrical and magnetic subsystem; rescanning the sensor restored connection and resolved the issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and assessment for interoperability issues. Investigation of this case revealed an interoperability-related intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.